Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# nlh079604n implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the battery pack (serial# (B)(6)) found it was scrapped due to a broken case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they are trying to charge the implant and the device is not finding the implant to charge, the controller is charged up but the implant is not charging. Patient stated the recharger (rtm) gets warm on the round rubber, and the cord and paddle area is lighter color. The patient connected with the rtm and described getting the passive recharge screen. The meaning of passive recharge screen was reviewed. Controller shows 70%, and ins recharging excellent and red and the controller showed to  replace the controller batteries, batteries low while on the call. A replacement was sent out. No symptoms were reported. Pt called back stating starting probably a year ago they had issues charging their implant battery so they took out the controller battery to reset since they were once told to do so and it worked until today. When pt would go to charge their implant the controller would go "dead"/blank with nothing on the screen and pt would get the message battery low replace the controller battery soon even though the controller was at 80% battery. Today pt was still having that problem but when they went to reset the controller it did not work for nothing was still on the screen. During call pt verified there was no damage to the controller charging port and no damage to the controller battery. Pt then removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was not charging. A replacement controller was sent out. No symptoms were reported. Additional information received from the patient. It was reported that the patient received the controller and recharger replacements and the controller was still going dead when the recharger was plugged in. They tried resetting the controller but noticed the green battery indicator light did not flash on the controller screen and the controller didn't power on unless the ac power supply cord was connected. The battery pack was not recharging. A replacement battery pack was requested.